Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2013 with the following findings: the pump did have audible and vibratory alarms during start-up, but the display screen was blank. The display screen was found to be cracked when the pump was opened up. Once the cracked display screen was replaced with a test screen, the display worked with no issues found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display screen had gone blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.